Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Visual evaluation of the photo samples noted an opened used two-way foley catheter. Verified material number for catheter 2758j12 and manufacturing lot number ngjs1017. The second photo provides an enlarged view of the catheter balloon, confirming the presence of a rupture. The rupture on catheter could be confirmed from the photos provided. This is out of specification per inspection procedure (B)(4), revision 0, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Visual: received 1 all silicone foley catheter. Verified material number 2758j12 and manufacturing lot number ngjs1017. Visual inspection noted the catheter balloon had ruptured. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in-house syringe. However, upon inflation lumen to lumen leakage was present. This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Refer to CAPA 12866756 & 12474528 for further details. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the foley catheter balloon suffered a rupture. Per notification from investigator on 23mar2026, it was reported that lumen to lumen leakage, found during sample evaluation on 16dec2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test the foley catheter balloon suffered a rupture.